Manufacturer narrative:
Lead model 3889-28, (B)(4), implanted: 2011 (B)(4), explanted: 2011 (B)(6), programmer model 3037, (B)(4).

Event description:
It was reported that following a fall the patient experienced "excruciating pain, the leads became disconnected and were hurting my nerves". The device was removed. The patient had fallen several times resulting in trauma to the patient and implant. Additional information has been requested, but was not available as of the date of this report.